Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 6 weeks of implant, the right ventricular (rv) lead was noted to have perforated the cardiac wall and the lead was noted to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.